Event description:
The epg (external pulse generator) was returned to the manufacturer for test and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the lower lcd (liquid crystal display) was missing one column, the lead flex cover was contaminated, the lower case was broken, and the ring was bent.